Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed. During investigation, the bottom housing window exit was found to be damaged, indicating that the needle was pushing against the bottom housing when it got deployed. This caused a delay in deploying out needle. So, it could be confirmed that the cannula sub-assembly was not properly inserted into the environmental seal at the bottom housing window during manufacturing process.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3/pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient was activating a pod the cannula had not deployed. Once the patient removed the pod from the infusion site the cannula had then deployed laying on a counter. The pod was not worn.